Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was noted that the patient arrived in operating room (or) and after he was transferred onto or table, he became asystole requiring brief cardiopulmonary resuscitation. Return of spontaneous circulation achieved immediately. Additionally, a large hematoma noted to right neck - old right internal jugular vein s/g was removed this morning in unit secondary to patient being febrile. Vascular surgery consulted on right neck. Right groin noted with ecchymoses which extends to right flank. All heparin was removed from purge lines and systemic protamine given. Post procedure patient had bleeding from rfa. Plan to admit to coronary care unit, labs echo, groin mgt. Impella was removed and patient was escalated to 5.5. Patient survived the procedure.

Manufacturer narrative:
The investigation for the reported major bleed has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the major bleed could not be determined.